Event description:
Analysis of the returned device found that the distal section of the guidewire was separated and polytetrafluoroethylene (ptfe) coating was peeling. There was no clinical consequence to the patient.

Manufacturer narrative:
(B)(4). The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection of the returned device found that the guidewire distal section was separated at 287.0cm from its proximal end. The core wire and nitinol had separated. The platinum coil was stretched and the guidewire was slightly bent. It appears that the guidewire platinum coil was stretched first and then the nitinol and core wire were separated. Approximately 13 cm separated distal section was not returned. No other anomalies were noted. Based on examination of the stretched platinum coil and additional information provided, the observed separation of the guidewire was likely occurred as a result of pulling the device against resistance in high tortuous anatomy. Based on the investigation, it is believed that vessel tortuosity limited device performance, resulting in the reported issue; therefore, a probable root cause of operational context has been assigned to the event. Visual examination also found that the guidewire ptfe coating was peeled off along its proximal end at 105.0cm from its proximal tip. Sections of the ptfe coating were partially peeled up from the stainless steel core wire. The torque device brass collett markings appeared to be on the guidewire, indicating the torque device had been dragged along the body of the wire where the coating had been peeled off. The guidewire hydrophilic coating was conforming to its visual inspection. The coating damage on the proximal end of the device was most probably due to the insufficient tightening of the torque device. The labeling states: "securely fasten the torque device onto the wire to prevent slippage of the torque device and to avoid product damage (i.e., core wire abrasion/peeling of ptfe, etc.)." Therefore, it was determined that user error contributed to the peeling found on the proximal end of the guidewire.